Event description:
It was reported "iab would not inflate". Additional information states that the iab catheter was removed and replaced. The patient's current condition is reported as "unknown".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for "not inflating" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab would not inflate". Additional information states that the iab catheter was removed and replaced. The patient's current condition is reported as "unknown".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.